Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller 2.0 model #:1420 / catalog #:1420 / expiration date:30-nov-2021 / serial or lot#: con412353 UDI #: (B)(4) device evaluated: no, device evaluation anticipated, but not yet begun 17-jun-2020 labeled for single use: no. Heartware ventricular assist system ¿ controller 2.0; model #:1420 / catalog #:1420 / expiration date:30-jun-2021 / serial or lot#: con412353 UDI #: (B)(4) device evaluated: no, device evaluation anticipated, but not yet begun 17-jun-2020 labeled for single use: no. Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power and low flows, due to a suspected inflow thrombus. The patient was seen at a clinic for the low flows, and was given fluids without any improvement. A controller exchange was performed, the patient was stable with blood pressure of 90/60. The patient was transferred and flows improved to 3.5 liters per minute (lpm) without any intervention. A day after the patient's flow dropped again and the patient was admitted, a inflow thrombus ingested into the pump was suspected. The controller was exchanged once again after a vad stop alarm occurred. It was decided to turn off the pump, the patient is asymptomatic and waiting for a hospital transfer. A computed tomography (CT) showed that the outflow graft was completely occluded, which was expected after the vad was turned off. The vad remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) was returned for evaluation. Two (2) controllers ((B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the axial gap measurement, front housing disc curvature, and rear housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Tissue was observed upon opening of the returned pump; however, the sample could not be retrieved for pathological evaluation since it was falling apart. Log file analysis associated with (B)(6) revealed that the primary controller in use during the reported event. Review of the event file revealed a controller power up and successful motor start event on 15-oct-2022 at 04:39:38 which correlates with the reported initial controller exchange. Log file analysis revealed a sustained increase in power consumption and estimated flows above normal operating range from 15-oct-2022 through 17-oct-2022 and fourteen (14) high watt alarms since 16-oct-2022. Additionally, one (1) low flow alarm was logged on 15-oct-2022. Review of the alarm log file associated with (B)(6) revealed several vad disconnect alarms and vad stopped alarms logged on 17-oct-2022. The first vad disconnect alarm was logged on 17-oct-2022 at 03:41:59. An analysis of the alarm file revealed that this vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad discon nect alarm, even if the driveline was still physically connected to the controller. This was followed by a vad stopped alarm logged at 03:42:20, indicating that the pump failed to restart after multiple attempts. In addition, one additional vad disconnect alarm was logged at 06:13:53 due to loss of synchronization of commutation was logged following a successful pump start event at 06:13:48. These alarms were followed by multiple additional controller power up events, additional vad stopped alarms indicating a failure of the pump to restart after multiple attempts, and additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Log files also revealed a controller power up event was logged on 17-oct-2022 at 06:15:00. After the power up event, analysis of the data log file revealed safety alert word (saw) values were recorded on the only connected power source, bat951061, indicating an overcurrent alert. During the attempted pump start events, the data log file recorded high power consumption, which required more current from the battery. It is likely that the overcurrent condition prevented the battery from providing power, resulting in an additional loss of power to the controller. Furthermore, review of the alarm log file revealed two (2) power disconnect alarms were observed involving (B)(6). During the power disconnect alarms, a saw value was recorded indicating an overcurrent alert. At the time of the power disconnect alarms with an overcurrent alert, log files recorded high power consumption, indicating a higher current consumption from the batteries. The batteries were most likely physically disconnected, causing the controller to log these events as power disconnect alarms. Log file analysis associated with (B)(6) revealed that the pump serial number was likely incorrectly entered during initial setup of the controller. Review of the event file revealed two (2) controller power up events logged on 17-oct-2023 at 04:41:27 and 04:57:15, indicating that the controller was put into use following a controller exchange. A vad disconnect alarm was logged at, 04:41:35 likely due to the controller being powered up without the driveline connected. A vad stopped alarm was then logged at 04:57:33 due to a failure of the pump to restart after multiple attempts. This was followed by multiple additional controller power up events, additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller, and an additional vad stopped alarm indicating a failure of the pump to restart after multiple attempts, likely due to troubleshooting. As a result, the reported events were confirmed. Possible causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation leading to false vad disconnect alarms, and/or a physical disconnection of the driveline from the controller during troubleshooting of the vad stopped alarms. CAPA pr00550440 is investigating controller losses of synchronization of commutation. CAPA pr00544941 is investigating controller losses of power during pump start due to battery discharge overcurrent condition. A possible root cause of the power disconnect alarms may be attributed, but not limited, to a physical disconnection of the power source. Based on the available information and investigation conducted, the most likely root cause of the low flow event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering the high watt alarms and vad stopped alarms and prevented the pump from restarting. Information received from the site indicated that, in addition to the low flows and high power, the patient was given fluids with no improvement and inflow thrombus was suspected. The patient was then stable and flows improved without intervention. A day after, flows dropped again and the patient was admitted for suspected pump thrombus. The controller was then exchanged again and a vad stopped event occurred, after which the pump was decided to be turned off. A computed tomography (CT) showed that the outflow graft was completely occluded, which was expected after the vad was turned off. The patient also experienced ventricular tachycardia (vt) and was on inotropes. The device was then exchanged. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus and cardiac arrhythmias are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 con412353 h3: yes h6: img code(s): g0200701 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d10, d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: (B)(6), h6: patient ime code(s): e060109 h6: imf code(s): f1905 d4: serial or lot#: (B)(6), h6: patient ime code(s): e060109 h6: imf code(s): f1905 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced ventricular tachycardia (vt) and was on inotropes. The vad was exchanged.